Event description:
The complainant reported the patient was on impella cp support and there was oozing at the site with a small hematoma. The physician looked at the impella site and saw the catheter was leaking blood between the blue suture hub and white connector for the t-lock and side access port. Bleeding would continue to slowly leak from device. Physician decide to remove impella and implant a new impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for product damage (hole in catheter) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.